Event description:
It was reported that during a laparoscopic cholecystectomy as the gall bladder was being removed thru the umbilicus, the bottom of the bag split open. The contents of the gall bladder spilled into the abdominal cavity prior to the pouch breaking, which is why the pouch was introduced. The contents then spilled again after the bag split. The doctor had to extend the incision 1 inch to remove the gall bladder. The post operative plan did not change for this patient. Patient has uneventfully recovered and is no longer in hospital.